Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased pacing impedance was observed on the lead. During the lead explant, externalized conductors were observed.

Manufacturer narrative:
External insulation abrasion was noted at 5.0-6.0cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was visible at this location. External and internal insulation abrasion was noted at 18.4-21.1cm from the connector pin. The external insulation abrasion was consistent with lead friction to the ICD can. The etfe coating was abraded at this location.